Manufacturer narrative:
G4: 20jan2020 b4: 21jan2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14jan2020.

Event description:
The customer reported display repair, software, and cooling fan repair. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The manufacturer¿s field service engineer (fse) remotely confirmed the reported display, software, and cooling fan repair issue. The fse provided part numbers for the cooling fan and user interface assembly. In addition, provided the software versions for 2.10, and 2.30.